Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was unintentionally accelerating. No further information was provided by the user facility.

Manufacturer narrative:
The reported running faster than intended was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the yoke pivot points were broken and the motor bearing was damaged, which can contribute to the reported event.

Event description:
It was reported that at the user facility the device was unintentionally accelerating. No further information was provided by the user facility.